Event description:
The customer reported 12-lead ECG v1 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v1 signal loss. There was no report of adverse pt impact. The unit was evaluated at philips, but the symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.